Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that after checking the universal modular electric/battery double trigger handpiece, there was a noise with the handpiece as well with the attachments. The jacobs was losing dirty material at the screw ring while turning on the powertool. No additional clinical information was received prior to this report.